Event description:
The facility representative reported a colleague infusion pump with a failure code 810:03. The event was reported to have occurred during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. During baxter quality engineering review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated. No additional information is available.

Manufacturer narrative:
The reported condition of failure code 810:03 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4)

Manufacturer narrative:
(B)(4).additional information:issues concerning failure code 810:03 are currently being investigated under mdq-CAPA-(B)(4).